Event description:
Same case as: 2134265-2013-06462, 2134265-2013-06463, 2134265-2013-06464, 2134265-2013-06525, 2134265-2013-06526. It was reported that during a coronary stenting procedure, foreign matter was noted. Following advancement of a runway guide catheter and kinetix guide wire, two apex balloons were used for predilation, 2.5x12mm and 3.0x8mm. Then, 2 ion stents were deployed, 3.0x12mm and 3.0x8mm. During removal of the second stent delivery system through the runway guide catheter, a "long, stringy" material, approximately 6-8 inches long and 1mm in diameter, was noted. No patient complications were reported, and patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).